Manufacturer narrative:
Additional information: device serial number and manufacture date provided. Correction: product, unique device identification (UDI) and related fields updated to proper value.

Manufacturer narrative:
Correction: when loading the dataset, the sinuses were reversed left to right orientation. Additional information: the medtronic representative reported that the patient was registered on the navigation system but due to the inaccuracy noted, the surgeon did not use the navigation system for guiding his surgical maneuvers. Additional information: the logs were reviewed but provided no additional information. Multiple attempts have been made to retrieve archives with no additional information provided.

Manufacturer narrative:
Patient identifier not available from the site. Device serial number unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the site observed an imprecision of 5mm following registration. Prior to the procedure, when loading the dataset, the sinuses were reversed. Following adjustment, the registration was performed on the patient and the imprecision was observed. The dataset was reloaded and the sinuses were reported to have been oriented correctly. The tracer registration performed was reviewed by the medtronic representative and found that it was focused on the right side of the patient. There was a reported delay to the procedure of ten minutes due to this issue. There was no impact on patient outcome. The surgeon opted to complete the procedure without the use of the navigation system. No additional information was provided.